Event description:
Customer reported that he was hospitalized due to high blood glucose. The blood glucose reading was between 300 and 600 mg/dl. Customer stated that his insulin pump was giving all types of alarms and failed battery test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received in with no back light due to a faulty panel. All operating currents are within specifications and no battery anomaly noted. A scratched dsiplay window and cracked reservoir tube lip noted.